Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: deflation.

Event description:
Healthcare professional report left side deflation. The device has been replaced.

Event description:
Healthcare professional report, left side deflation. The device has been replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments, of the complaint are: deflation: observed, one opening in anterior side assessed, as surgical damage. And two opening in the anterior side assessed, as surgical damage like. Additional observations: wear abrasion observed, on the device. Crease fold observed, on the device. No further actions are required, as the device was implanted.